Manufacturer narrative:
The serial number of the e 602 analyzer is (B)(6). Two samples from the patient were provided for investigation. Preliminary investigations of the samples resulted in elecsys rubella igg values of 59.9 iu/ml (reactive) and 59.8 iu/ml (reactive) for each respective sample. Each respective sample resulted in elecsys rubella igm values of 0.225 coi (non-reactive) and 0.218 coi (non-reactive). The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for samples from one patient tested with the elecsys rubella igg immunoassay on a cobas 8000 e 602 module. This same patient also had a questionable result for the elecsys toxo igg assay for samples tested on the same analyzer. The patient samples were suspected to contain an interferent which affects the recovery of the elecsys assays. The elecsys toxo igg results were questionably high, while the elecsys rubella igg results were questionably positive. This medwatch will apply to the elecsys rubella igg immunoassay. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the elecsys toxo igg assay. A first sample collected from the patient was tested at a second site on an ortho vitros analyzer on (B)(6) 2024, resulting in a negative rubella igg value. A second sample collected from the patient resulted in a positive elecsys rubella igg value on (B)(6) 2024. Also, on (B)(6) 2024, a sample from the patient was tested at a second site on the ortho vitros analyzer, resulting in a negative rubella igg value. A third sample collected from the patient resulted in a positive elecsys rubella igg value on (B)(6) 2024.

Manufacturer narrative:
The 14-nov-2024 rubella igg calibration results were within specifications. Investigations of the patient's sample were able to reproduce the customer's results. The rubella igg results were considered correctly reactive. The investigation did not identify a product issue.